Event description:
A concern regarding low batteries and poor display. During the trouble shooting process, it was determined that the meter had segments missing from the hundreds, tens and units positions of the display. A request was made to have the meter returned for eval. In the meantime, a replacement unit was provided. The customer has been invited to contact co's 24/7 customer service line should any problems or questions arise.